Manufacturer narrative:
H6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. A visual inspection of the returned device shows damage on the lock detail and scratches are observed on the surface of the part, probably from the attempted insertion. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka, a lgn xlpe ps insert sz 7-8 9mm was unable to be seated in patient. Surgery was resumed, without any significant delay, with an available smith and nephew back up device; therefore, patient was not harmed.all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly